Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. It was unknown if fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. There was reportedly no resistance on insertion of the device. The needles were deployed without resistance and the sutures captured. The foot was placed in the parked position. The device was removed with "difficulty". After the physician withdrew the device and the guidewire exit port was at skin level, it was noted that the foot was not completely parked. Hemostasis was achieved with the device. There was no report of adverse patient effect.